Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) performed decontamination on both modules and no additional discrepant results were generated after the decontamination was performed. The architect system operations manual contains adequate information for resolving discrepant results issues. The manual lists multiple probable causes and corrective actions for I system discrepant results. The probable causes listed include module is contaminated, and the corrective actions include performing as-needed maintenance procedure 2180 internal decontamination. A service history review was performed for serial number (B)(4) for the time period of (B)(4) 2011. The service history review found no additional discrepant result complaints have been initiated on architect i2000 serial number (B)(4), since the fse performed the decontamination procedure. A review of customer complaints from (B)(4) 2010 through (B)(4) 2011 did not identify any adverse trends related to the customer's issue. Based on the available information and this evaluation, no deficiency was identified for the architect i2000 processing module list no. (B)(4) related to the issue under evaluation.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a patient generated a false (B)(6) result on the architect anti-hbc ii assay. The patient generated a (B)(6) anti-hbc ii result of (B)(6) but was (B)(6) for hbsag and anti-hbe. No impact to patient management was reported.